Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: I was reported that on (B)(6) 2023, the patient underwent an orif surgery with the distal ulna plate for a fracture of the distal end of the right ulna. The screw idled when it was inserted into the 4th combination hole from the most distal hole, therefore the screw was removed. The removed screw was then inserted into the second hole from the distal hole, but it idled again. Therefore, the screw was removed. Another screw with the same size was newly opened and inserted into the same 2nd hole from the distal hole. However, the new screw also idled. At the surgeon¿s discretion, the newly opened screw was not removed and left as it was. The surgery was completed successfully within 30 minutes¿ delay. After surgery, the surgeon commented that he may have inserted the screws in a different direction than he had drilled. The patient status was reported to be stable. This report involves one unk - screws: trauma. This is report 2 of 2 for (B)(4).

Event description:
The surgeon commented that there was no problem with bone fixation.